Manufacturer narrative:
(B)(4). This is report 4 of 4 associated with this complaint.per the customer the sample was discarded; therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that leak was detected in 4 cassettes during priming on unknown date(s). During a follow up phone call by product surveillance to the caregiver (cg) regarding the leaking cassettes, it was revealed that the cassettes leaked while they were priming. The home patient (hp) did not remember if the homechoice (hc) had alarmed or not, but when they removed the cassette, it was leaking. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. No additional allegations were made against any of the hp's dialysis products. No further information was provided.